Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue prior to contacting tandem technical support so no troubleshooting was performed. Customers blood glucose was 455 mg/dl.